Event description:
Note: this report pertains to the first of three hologic devices used in the same procedure. See associated medwatch, MFR's report# 1222780-2011-00192 and 1222780-2011-00193. Following a hysteroscopy and sounding the physician tried several times of seat the novasure disposable device during an endometrial ablation. Due to several unsuccessful cavity integrity assessment (cia) tests she performed a hysteroscopy. The physician did not see a perforation but said she felt she had performed the uterus. The novasure procedure was aborted and the pt was discharged home. A sounding was done with both a metal sound and hologic's suresound prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The hysteroscope is not being returned therefore, a failure analysis of the complaint device cannot be completed. (B)(4).